Event description:
A customer reported that coulter act diff 2 analyzer leaked while starting up. The baths were overflowing and vic (vacuum isolation chamber) was full. The user was wearing gloves and eye protection at the time of the event. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
The leak contains diff act tainer reagent # 1 (coulter balanced electrolyte solution), diff act tainer reagent # 2 (coulter lytic reagent), and patient sample. Bec customer technical support (cts) instructed the customer to drain the baths and replace the fluid barrier filter. Bec field service engineer (fse) visited the site on the day of event, but could not replicate the reported problem. The root cause for the baths and vic overflow is unknown. (B)(4). Note: similar events on this account are reported in report #1061932-2011-01735 and 1061932-2011-01737.